Event description:
It was reported that the pt was complaining of groin pain and long leg length. Surgeon removed trident hemispherical cup and replaced it with zimmer implants and switched the head from a 32 mm to 36 mm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.